Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had foreign matter in it and wouldn't flush with normal saline due to plunger resistance. The following information was provided by the initial reporter: "it is reported customer witnessed an unclean syringe." "Unable to instill cvc lumen with 10 ml normal saline syringe due to resistance. Line flushed well with different 10 ml normal saline syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: it was reported the customer was unable to instill a cvc lumen with 10 ml normal saline syringe due to resistance. To aid in the investigation, four samples were received for evaluation by our quality team. One sample came with no packaging flow wrap with the rubber stopper at 2.5ml. The remaining samples came in sealed packaging flow wraps. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352381. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Silicone dispersion in the barrel is being monitored to confirm consistency in our processes and products. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% had foreign matter in it and wouldn't flush with normal saline due to plunger resistance. The following information was provided by the initial reporter: "it is reported customer witnessed an unclean syringe." "Unable to instill cvc lumen with 10 ml normal saline syringe due to resistance. Line flushed well with different 10 ml normal saline syringe."